Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding. The blood loss volume associated with the event was not provided. The lesion biopsied was in the right lower lobe, lateral segment. A 23-gauge flexision needle was utilized with compatible forceps. The procedure was aborted because the physician could not safely approach the lesion. The patient did not have any clinical symptoms related to the bleeding event. No blood transfusion was required. Tamponade was initiated and the patient received unspecified breathing treatments and was monitored for 3 hours, then discharged home. No video was available. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 18 nov 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding. As a result, tamponade was initiated and unspecified breathing treatments were rendered. The blood loss volume and cause of the complication are unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for lot # is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields on initial reporter is not available.